Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a documented low blood glucose of 57 mg/dl lasting approximately two hours; the user disconnected from the system during the event and used oral carbohydrates (juice and a glucose tablet) for treatment, and was advised that basal delivery cannot be manually adjusted and that disconnection can impair the learning algorithm. Symptoms included low blood glucose without loss of consciousness or other acute complications. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included troubleshooting and user education regarding device operation, best practices, and potential adjustment of glucose target through training support. Investigation of this case revealed a cause that remains unclear, with the device having suspended insulin as designed prior to the user disconnecting. It was concluded that hypoglycemia occurred with an unclear root cause and that education and adherence to recommended use are required.